Event description:
It was reported that after a meal of bread and eggs, the user¿s blood glucose rose to approximately 320 mg/dl, which was corroborated by a fingerstick of 325 mg/dl, while using the ilet and entering a meal announcement; education was provided that postprandial glucose can rise and insulin requires time to act, and no device alerts or alarms occurred. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution expected with ongoing insulin action and monitoring. Investigation included telephone-based troubleshooting and confirmation of sensor accuracy via capillary fingerstick comparison. Investigation of this case revealed expected postprandial hyperglycemia with concordant sensor and fingerstick readings, and no evidence of device malfunction or alarm-related issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with physiological postprandial hyperglycemia rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.